Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on july 28, 2023, with catalog number mcghan-360. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed a delamination total of the valve (cohesive failure) and observed an opening on anterior assessed as surgical damage. Additional observations: ¿ crease flat and wear abrasion observed on the device. ¿ white particles observed inside the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side "rupture" captured as deflation as the device is saline. Device has been explanted.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported a right side "rupture" captured as deflation as the device is saline. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.